Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was returned with no information to the manufacturer, analyzed, and tested out of specification. Followup attempts to gain more information have been unsuccessful. No patient complications have been reported as a result of this event.